Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Device remains implanted.

Event description:
It was reported from the clinical study site that the patient was admitted on (B)(6) 2015 from home with reports of a fever of 101 degrees fahrenheit with chills. It was reported that there was some green drainage at driveline site and dressing was not intact upon arrival to hospital. It was also stated that there was no pain at reported site. It was stated that infectious disease was consulted and a peripherally inserted central catheter (PICC) line was removed from previous antibiotic treatment in (B)(6) 2015. Patient was stated to have been discharged to acute rehabilitation on (B)(6) 2015 when the issue was stated to have been resolved. No additional information available.